Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent occasional oversensing and undersensing. It was also reported there were unstable intermittently high ra lead thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.